Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per previous discussion with the customer, it is their policy not to provide patient demographics.

Event description:
It was reported that magnesium was hung at 1130 as secondary infusion to run for over 3 hours, while connected to a primary set. However, when the patient was reassessed at 1230, the medication bag was found empty. General surgery doctors were informed of the event, electrocardiogram was ordered as a follow-up. The patient's vital signs were stable and there was no patient harm. During a non-bd investigation, a fluid sample from the primary bag was sent to the laboratory and discovered high concentration of magnesium. It was then concluded that the event was due to backflow check valve failure. The primary tubing was initially used on (B)(6) 2020 and the event occurred on (B)(6) 2020.

Manufacturer narrative:
The customer's report that the backflow check valve failure was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was also observed within the tubing throughout the sets. The check valve was visually inspected under a lab microscope and was noted to be assembled correctly with the silicone membrane centered. No anomalies or evidence of damages were observed with the sets during initial visual inspection. Previously investigated complaints for the same failure mode determined that the backflow can be caused by a particulate, off-center membrane or disk/diaphragm pinch that can cause the valve to remain open allowing backflow to occur. While off-center membrane and disk/diaphragm are supplier issues, the presence of particulate is unknown. The root cause was not definitively determined.

Event description:
It was reported that magnesium was hung at 1130 as secondary infusion to run for over 3 hours, while connected to a primary set. However, when the patient was reassessed at 1230, the medication bag was found empty. General surgery doctors were informed of the event, electrocardiogram was ordered as a follow-up. The patient's vital signs were stable and there was no patient harm. During a non-bd investigation, a fluid sample from the primary bag was sent to the laboratory and discovered high concentration of magnesium. It was then concluded that the event was due to backflow check valve failure. The primary tubing was initially used on (B)(6) 2020 and the event occurred on (B)(6) 2020.